Event description:
Adm thru ed 12/8/93 with displaced ankle fracture (l medial mallelous and l fibula). Foot noted to be well perfused but pulses not palpable due to edema. To or where pneumatic tourniquet applied and inflated to 300mm. Orif performed. Tourniquet then released & no return to vascularity noted. Emergent l femoral embolectomy performed; three pieces of clot removed. After closure, doppler pulses indicated satisfactory flow at dorsum, and capillary refill instantaneous. Dc'd 12/13/93. On dc foot warm, pulses strong. Pt noted decreased sensation along dorsum of l foot.